Manufacturer narrative:
No device was returned to manufacturer, and no information about the lot number was received. Without the information of the lot number or the benefit of examination and testing the used product, wellspect healthcare is precluded from commenting on the condition of the device or cause of occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Event reported from (B)(6). According to the reporter, the patient claimed experiencing a bladder spasm during the urethral catheterisation, and the catheter snapped into two parts inside the patient. The patient went to hospital and had a cystoscopy to have the catheter piece removed. No bleeding or any other complication were reported.